Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that beginning on (B)(6) 20019 the patient experienced high powers and low flows due to pump thrombosis. On (B)(6) 2019 the patient also experienced a hemorrhagic stroke and anticoagulation was held. A CT of the head showed subarachnoid hemorrhage. The patient also presented with rising lactate dehydrogenase (ldh) and plasma free hemoglobin as well as persistent elevations in pump power. The patient underwent a pump exchange on (B)(6) 2019 and admitted to the intensive care unit (ICU). No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed the presence of depositions consistent with a low flow condition, which would have contributed to the reported pump power elevations and low flow alarms. (B)(6) was returned assembled with the driveline cut approximately 2 inches from the pump housing and a distal segment measuring approximately 35 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned. The inlet elbow was attached to the pump and the inflow flex section was severed midway. The sealed outflow graft and outflow graft bend relief were not returned. The bend relief collar was not returned. The outlet elbow was returned attached to the pump. Upon disassembly of the returned device, depositions of smooth, firm, denatured clotted blood formations in the inlet tube, inflow flex section, inlet elbow, rotor, and outflow elbow as well as grainy, denatured blood surrounding the outlet stator. The depositions were adhered all to the blood-contacting surfaces. The denaturation of the observed depositions indicates that the occlusion was present while the pump was supporting the patient; however, a duration of time for which the depositions were present in the device could not be determined. The observed depositions appeared to have developed as a result of poor surface washing due to a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be conclusively determined through this evaluation. The observed depositions would have contributed to the elevations in pump power which were confirmed in the submitted log file. Upon removal of the observed depositions, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Incidental finding: visual inspection of the percutaneous lead potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, yellow color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. No further information was provided. The manufacturer is closing the file on this event.